Event description:
Injury (patient / other): no. Product possibly involved in the injury: no. Product available for examination: yes. Detection site: 2 - during application. Origin: nursing staff. Location of the catheter: chest. Complaint: cut off valve. Product information: item no.: (B)(4) - pleurx¿ pleural catheter. Additionally affected article no.: (B)(4) - pleurx¿ pleural catheter. Additional affected lot no.: not specified. Additionally affected UDI no: affected component article no.: / - affected component lot no: additional information: description of the problem (what / why): valve cut off. How many times did the defect occur: once. Medical intervention (other than first aid): no. Needlestick/probe puncture: no. Other measures taken: no. Safety issue: no. Problem resolved: yes. How the problem was solved / additional information: valve replacement. Photo / sample available: yes. Safety valve broken / damaged / disconnected: no. Safety clamp open if valve is broken/damaged/disconnected: no. Nose of the safety valve broken/damaged: no. Locking tab broken/damaged: no. Leakage: no. Successful drainage: yes. Impact on the patient: valve change. Exposure to blood/body fluid: no. Change in course of treatment due to the event: no. Time the catheter was placed: (B)(6) 2023. Connected device (pleurx/peritx/brand) 50-7050. Procedure performed by: ewimed employee. The procedure was performed at: at home. Replacement requested: no. Credit requested: no. Additional information: information on the fault pattern: error location: valve. Type of error: cut off. Answer received: 06-dec-2023. ¿ what was the issues customer experiencing with the catheter valve? - not known. ¿ why did the health care professional cut the catheter valve? Specify the product failure. - not known. ¿ was the catheter valve disconnected from the catheter? - yes. ¿ if yes, was the clamp open when valve disconnected from the catheter? - yes. ¿ was there any damage noticed on catheter valve? - no. ¿ was the valve cracked or broken? - no. ¿ what was the impact to the patient? - valve change. ¿ lot number associated with reported issue. - not known.

Manufacturer narrative:
Pr (B)(6) follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see manufacture narration.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0501. Patient problem code: (B)(6).

Event description:
Injury (patient / other): no. Product possibly involved in the injury: no. Location of the catheter: chest. Complaint: cut off valve. Product information: item no.: 50-7050/v001 - pleurx¿ pleural catheter. Additionally affected article no.: 50-7050/v001 - pleurx¿ pleural catheter. Additional affected lot no.: not specified. Additionally affected UDI no: affected component article no. Affected component lot no. Additional information: description of the problem (what / why): valve cut off. How many times did the defect occur: once. Medical intervention (other than first aid): no. Needlestick/probe puncture: no. Other measures taken: no. Safety issue: no. Problem resolved: yes. How the problem was solved / additional information: valve replacement. Photo / sample available: yes. Safety valve broken / damaged / disconnected: no. Safety clamp open if valve is broken/damaged/disconnected: no. Nose of the safety valve broken/damaged: no. Locking tab broken/damaged: no. Leakage: no. Successful drainage: yes. Impact on the patient: valve change. Exposure to blood/body fluid: no. Change in course of treatment due to the event: no time the catheter was placed: (B)(6) 2023. Connected device (pleurx/peritx/brand) 50-7050. Procedure performed by: ewimed employee. The procedure was performed at: at home. Replacement requested: no. Credit requested: no. Information on the fault pattern: error location: valve. Type of error: cut off. Answer received: 06-dec-2023. ¿ what was the issues customer experiencing with the catheter valve? - not known. ¿ why did the health care professional cut the catheter valve? Specify the product failure. - not known. ¿ was the catheter valve disconnected from the catheter? - yes. ¿ if yes, was the clamp open when valve disconnected from the catheter? - yes. ¿ was there any damage noticed on catheter valve? - no. ¿ was the valve cracked or broken? - no. ¿ what was the impact to the patient? - valve change. ¿ lot number associated with reported issue. - not known.